Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported clip actuation issue was confirmed as the clip was unable to be opened. The reported gripper actuation issue could not be replicated in a clinical setting; however, no issues were observe with gripper actuation during bench testing. A harness jam was identified. The investigation determined the reported clip actuation issue appears to be related to the observed harness jam. However, a definitive cause for the harness jam could not be determined. A definitive cause for the gripper actuation issue could not be determined. It is possible that patient anatomy/procedural conditions contributed to additional forces on the clip components such that actuation issues occurred; however, this cannot be definitively confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip clip delivery system has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted because there was difficulty opening the clip; difficult clip deployment has potential of injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Echocardiographic conditions were difficult. The clip delivery system (cds) was advanced to the mitral valve. When establishing final arm angle, the first attempt was made to open the clip but the clip wouldn't open. Troubleshooting steps were performed by unlocking incrementally. During the fourth attempt, one gripper was raised but the other stayed down. The clip was not implanted; the cds was removed and replaced with another cds. A total of 2 clips were implanted reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.